Event description:
On 20th june 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that after iol injection, the optic and trailing haptic were observed to be broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic and haptic was observed to broken. The rayone trifocal toric rao613z was explanted and exchanged for the back-up lens during the original surgery session. No patient harm and/or injury is reported as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with the event has been discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and/or information to establish the cause of optic/haptic damage immediately following implantation in this case.